Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states that 2 of the legs broke where the adjustment can be made. Consumer states the shower chair was given to her broken.